Event description:
Edwards received notification from canada that a patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of six (6) years and five (5) months due to significant fibro-calcification with leaflet thickening and restricted motion leading to stenosis and increased gradients observed on echo. Patient presented with substantial decrease in her functional capacity and dyspnea. Moderate pulmonary hypertension was found. A 23mm transcatheter valve was successfully implanted within the surgical device. Reportedly, patient sustained stroke symptoms post procedure and was sent for urgent CT which showed a small stroke in the small vessels which was classified as possibly subacute (possible pre existing). At end of day stroke symptoms were subsiding. Plan was for patient to be medically managed and to have CT next day prior to discharge.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section (type of investigation), h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a coronary artery bypass grafting.

Manufacturer narrative:
Added info to section b5, h10. This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report ID: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification from canada that a patient with a valve model 3300tfx23mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of six (6) years and five (5) months due to significant fibro-calcification with leaflet thickening and restricted motion leading to stenosis and increased gradients observed on echo. Patient presented with substantial decrease in her functional capacity and dyspnea. Moderate pulmonary hypertension was found. A 23mm transcatheter valve was successfully implanted within the surgical device. Reportedly, patient sustained stroke symptoms post procedure and was sent for urgent CT which showed a small stroke in the small vessels which was classified as possibly subacute (possible pre existing). At end of day stroke symptoms were subsiding. Reportedly, the patient was discharged from hospital and transferred to a rehab facility, where he was noted as to be recovering well and stroke symptoms were improving. Unfortunately, the patient passed away while in the rehab facility for unknown reasons.